Event description:
Infusion pump started at 4:30pm. 500 cc bag of aminophylline hung. Pump programmed to deliver 75 cc/hr for first hour and 15 cc/hr for the subsequent 4 hour period. At 9:20 pm, pumping discontinued. Pump stated that infused volume was 134 cc but bag had only 35 cc remaining. Patient had high theophylline level and was vomitting. Treatment discontinued and patient returned to normal.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.